Event description:
It was reported that, during the procedure, the laser ceased operating despite the foot pedal being actively engaged. The fiber was observed to be hot at the connector and could not be removed from the console, where it remained stuck. Additionally, the debris shield was noted to be cloudy. Due to the inability to safely remove the fiber and continue the procedure, the case was aborted. The procedure was cancelled without complication and has been rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.